Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.

Event description:
Boston scientific crm received information that this patient called technical services (ts) stating that a non boston scientific person last interrogated his device and changed some settings. He also stated that he has occasional fainting spells, but has had them before. It is unknown if the syncope is device related or what the programming changes were. To date, there have been no adverse patient effects reported.